Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 74228 with the incident lot was observed.

Event description:
It was reported that one bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube had the incorrect cap color. No report of serious injury or medical intervention.